Manufacturer narrative:
(B)(4). Eval, results: (arterial dissection). (Pre-operative dissection, disease progression). (Treatment of a pre-operative dissection). Conclusion: (pre-operative dissection, disease progression). (Treatment of a pre-operative dissection).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the emergent endovascular treatment of an infrarenal dissection starting just below the right renal artery and extending to the right iliac bifurcation approx five months ago. Vessel morphology was reported as there was a pre-existing dissection, non-calcified and severely tortuous on the right side and moderately tortuous on the left side. The pre-operative dissection flap occluded the left iliac artery and caused malperfusion down the left leg. An endurant bifurcated stent graft was implanted on via the left side to open up the occluded left iliac artery. The contralateral limb was placed on the right side successfully. At a routine CT f/u, it was noted that there is a continued dissection on the right side, and the false lumen is filling. The physician implanted an endurant aortic cuff sealing the false lumen. No clinical sequelae were reported and the pt is fine.